Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info rec'd from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: the pt states that she has been in pain for a long time. She was advised by her doctor in (B)(6) 2012, that she has a calcium deposit in the right hip. She consistently had a sharp pain that extends from her hip to her knee down the front of her leg. She also has a lump, pain and tenderness in the hip just below the point of the incision. She has recently noticed a rash of small red spots under the surface of the skin in her right leg extending from her knee to her foot. The pt states that she cannot sit or stand for an extended period w/o experiencing extreme pain directly in the right hip. The pt has an appointment for blood test on (B)(6) 2012. She is scheduled to see her physician on (B)(6) 2012 for test results and a f/u examination.